Manufacturer narrative:
Evaluation summary: the balloon folds were open and residue/blood was present inside the balloon indicating that the device had previously been inflated. Negative prep confirmed the presence of a leak. On pressurisation of the device, a leak was detected on the distal shaft 0.7cm distal to the guidewire entry port bond. The distal shaft material at the leak site was jagged and uneven, and was protruding outwards. There was slight damage to the distal tip. The hypotube was kinked 18.9cm and 37.5cm distal to the strain relief.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a nc sprinter rx balloon to treat a patient. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. (B)(6) prep was performed successfully. During the procedure, catheter leak was detected during balloon inflation . It was reported that upon inflation the soft part of the shaft burst.